Event description:
Pt s. Jones had rotator cuff surgery on the right side. For post-operative pain relief, the symbios goblock was used. The day following surgery, a clinician noted her right pupil was more pinpoint than left and right eye was more sensitive to light. Second day post-op rn observed edema to right side of face with both pupils reactive to light. Pump, including catheter used on the pt, was returned to symbios and 48 hr flow rate data was acquired. Calculated flow rates were found to be within (+/- 15%) of nominal (6 ml/hr).

Manufacturer narrative:
Clinicians involved advised symbios of possible medication related reaction. Pt's right pupil was more pinpoint than left and right eye was more sensitive to light. Second day post-op rn observed edema to right side of face. These occurrences suggest pt sensitivity, elevated pump flow rate or inadvertent catheter placement within the vascular system. Of the three, the only potential cause we can test is flow rate of the returned pump. The results of flow rate testing fall within acceptable range (+/- 15% of nominal) therefore, no specific conclusions can be drawn regarding the cause of the adverse reaction.